Event description:
It was reported that during a da vinci-assisted surgical procedure, an alleged issue with vessel sealer extend (vse) instrument was observed. A fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The issue occurred after using the instrument for approximately 30minutes. The customer indicated that a white piece was retrieved from the patient's cavity and inspection after retrieval confirmed that the retrieved fragment was not from the instrument. There was no sealing issue during use. Post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any hard materials or other instruments. No instrument tip collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Further follow up from the hospital nurse indicated that the retained fragment was or could be tissue or biological debris. The isi device would not be returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the referenced vessel sealer extend (vse) instrument for failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.